Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6) 2019. Corrected information (14-jan-2019): the country of event in section e1 was corrected to (B)(6). Additional information (24-jan-2019): siemens determined that: the alignment for sample probe (spp), reagent probe 1 (rpp1), and reagent probe 2 (rpp2) were within acceptable tolerance ranges; the mixer paddles in the wash stations were functioning within specifications; there was no leakage in the dilution washer (dwud) nor reaction tray washer (wud), nor from the wash stations. Siemens also cleaned the valves and reagent tray containers on the instrument, replaced the detergents in the reagent trays; performed a precision study on the calcium assay, and ran contamination and order analysis. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00007 on 07-jan-2019 and the initial supplemental MDR on 11-feb-2019. Additional information on (18-feb-2019): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the solenoid valve and the cdev1 valve on the instrument. Siemens further investigated the issue and determined that the malfunctioned valves contributed to the imprecise calcium (ca_2) results. The result code and conclusion code were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer did not provide patient data to support the issue that they reported to siemens. Siemens is investigating the issue.

Event description:
The customer reported that imprecise calcium (ca_2) results were obtained on an advia 1800 instrument every day. The discordant results were not reported to the physician(s). The customer provided the results obtained on a precision test and the difference between the maximum result and the minimum result in the precision test was 1.5 mg/dl. There are no known reports of patient intervention or adverse health consequences due to the imprecise ca_2 results.